Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents of the user reported on (B)(6) 2022 that the child has a poor hearing performance with the device. The child is not responding towards sound.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's parents reported on (B)(6) 2022 that the child has a poor hearing performance with the device. The child was suddenly not responding towards sound. Re-implantation is considered.

Event description:
The user's parents reported on (B)(6) 2022 that the child has a poor hearing performance with the device. The child was suddenly not responding towards sound. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's parents reported on 31-oct-2022 that the child has a poor hearing performance with the device. The child was suddenly not responding towards sound. The user has been re-implanted.